Event description:
The facility representative reported a colleague infusion pump with a reported condition of "will not power on." It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. Baxter quality engineering determined the reported condition to be a main battery issue. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with will not power on was confirmed and reproduced. The root cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.